Event description:
It was reported that device stuck in stent occurred. The totally occluded target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. During percutaneous coronary intervention, an opticross hd imaging catheter was used. However, when ivus was performed after stent placement, the device got stuck in the stent. It could not pass through the stent. The image disappeared at that time and the catheter was removed outside the body. Flushing was performed again and then imaging was performed. The image did not display so, the physician judged that lost image occurred and the catheter was replaced. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated on MFR.: the device was returned for analysis. A kink was observed in the imaging window assembly in the distal end. There was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup were encountered in the double heat shrink area in the telescope area. Imaging core windup began 3.4 cm from the distal end of the connector shaft. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that device stuck in stent occurred. The totally occluded target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. During percutaneous coronary intervention, an opticross hd imaging catheter was used. However, when ivus was performed after stent placement, the device got stuck in the stent. It could not pass through the stent. The image disappeared at that time and the catheter was removed outside the body. Flushing was performed again and then imaging was performed. The image did not display so, the physician judged that lost image occurred and the catheter was replaced. The procedure was completed with another of the same device. No patient complications were reported.